Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
It was reported that during the patient perm implant procedure on (B)(6) 2020 patient experienced bleeding from the laminectomy that was performed prior to the implant. As a result, the procedure was aborted. Patient was stable post procedure.